Event description:
It was reported that during testing conducted at the MFR, the device heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device has been contained at the MFR. The device investigation is still on-going, so a f/u report will be submitted when the investigation is complete.